Event description:
Upon stent removal with cyctoscope, noticed green bead in bladder - stent indwelling for 1 week - 4f x 24cm. Female patient/ chronic stones / metalbolic disease / potassium is always low."

Manufacturer narrative:
Following product receipt and evaluation subsequent report will be filed.